Event description:
It was reported that this right ventricular (rv) lead presented a loss of capture (loc) a few days after it was successfully implanted and the patient had been discharged. The rv lead was examined by x-ray imaging and it was found to had perforated the apex of the heart and ended up in the patients pericardium. The lead was repositioned with it presenting good measurements and it currently remains in service. No additional adverse patient effects were reported.